Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was having intermittent charging issues despite the attempt of multiple wall adapters. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer. Reportedly the customer will continue to use the pump as insulin therapy and monitor the pump.